Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing an unknown liberty cycler, fmc cassette, and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The pdrn attributed causality to the patient¿s worsening dementia. It was discovered the patient reused a previously used pd catheter cap, which caused the peritonitis. The pdrn reported the events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Esrd patient¿s undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet manufacturer specifications. Therefore, the unknown liberty cycler and fmc cassette can be disassociated from having caused or contributed to the patient¿s serious adverse events.

Event description:
On (B)(6) 2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) recently experienced a serious infection. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin (dose not provided) every five days and ceftazidime (dose not provided) daily for 15 days. The patient¿s peritoneal effluent culture result returned positive (organism not provided), and the patient¿s antibiotics were continued. The pdrn attributed causality to the patient¿s worsening dementia. The patient reportedly began showing signs of confusion, and it was discovered the patient reused an old pd catheter cap, which caused the peritonitis. The nephrologist and family agreed to transition the patient to incenter hemodialysis (hd) for his safety. The patient underwent an outpatient surgery to remove his pd catheter (not a fresenius product) and placement of a hd catheter (not a fresenius product). Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient recovered from the serious adverse events.

Event description:
On (B)(6) 2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) recently experienced a serious infection. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin (dose not provided) every five days and ceftazidime (dose not provided) daily for 15 days. The patient¿s peritoneal effluent culture result returned positive (organism not provided), and the patient¿s antibiotics were continued. The pdrn attributed causality to the patient¿s worsening dementia. The patient reportedly began showing signs of confusion, and it was discovered the patient reused an old pd catheter cap, which caused the peritonitis. The nephrologist and family agreed to transition the patient to incenter hemodialysis (hd) for his safety. The patient underwent an outpatient surgery to remove his pd catheter (not a fresenius product) and placement of a hd catheter (not a fresenius product). Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient recovered from the serious adverse events.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. Based in the complaint description and information provided the reported peritonitis was attributed to a reuse of catheter cap. The alleged event is confirmed since the incident was caused by the user. There is no allegation of product malfunction. In addition, the user guide was received and states as a warning at the ending of treatment, "use a new, sterile stay safe pin connector and cap every time you disconnect from your cycler. Be sure to insert the new, sterile cap into the stay safe new cap holder before you disconnect". At this time, the reported incident could be attributed to end user error in accordance with the complaint description. The chf was reviewed for the potential related lots and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. A product history review did not reveal a probable cause for the customer complaint.